Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of a leadless implantable pulse generator (ipg), the patient developed a small hematoma in the groin. No action was taken. At the one week check, the device exhibited elevated thresholds and non-capture. The increase was greater than amplitude safety margin and may have compromised capture. The device was reprogrammed to maximum output at this visit. The physician recommended a possible extraction or replacement of the device. It was also reported that patients right leg had significant swelling and bruising down the ankle. It was found the patient had a right femoral pseudoaneurysm and a hematoma. Ultrasound guided thrombin injection of the right groin pseudoaneurysm was performed with successful thrombosis of the pseudoaneurysm cavity and the issue was resolved. The device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No further patient complications have been reported as a result of this event.

Event description:
(B)(6) 2020: it was further reported that prior to cardiac arrest the patient experienced a fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient died due to an unknown cause of death. Patient's family had reportedly declined any device follow-ups and treatments. Patient was receiving comfort care at a skilled nursing facility at the time of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that six months post implant, the device exhibited loss of capture leading to the patient experiencing brady cardia and torsades, resulting in an episode of cardiac arrest. The patient received multiple external shocks to treat, and the device was reprogrammed. Subsequently, and following a recent history of failure to thrive, the patient was made do not resuscitate, and died due to an unknown cause of death. Patient's family had reportedly declined any device follow-ups and treatments. Patient was receiving comfort care at a skilled nursing facility at the time of death.